Event description:
Reporter indicated that the patient picked at the generator incision site following a generator revision surgery due to end of service which caused the device to break through the skin. The patient subsequently had the entire system (lead and generator) removed due to an infection that developed at the generator site. The implanting surgeon stated that there were signs of an infection at follow up visits prior to the patient having the device removed; however, cultures taken did not show any growth. The device history record for the lead and generator were reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.